Event description:
The customer stated that her meter was reading low, and she had to call the paramedics. When the paramedics arrived, they tested her blood glucose at 638mg/dl. The customer alleged that her meter read 22 mg/dl even though the lower limit of the use range is 30 mg/dl. The customer did not provide any more information about the incident or what type of treatment she received. Customer service was to send control solution so the customer could further troubleshoot. No product will be returned at this time.